Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough hc; guide catheter: launcher. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon leak was confirmed via returned device analysis. Based on the visual/scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 90% stenosed proximal left anterior descending artery. A 3.25 x 15 mm nc trek balloon catheter was used for pre-dilatation. A non-abbott stent was implanted. The same nc trek was re-folded using the protective sheath; however, when air aspiration was performed to use the device for post-dilatation, there was an air leak. The procedure was successfully completed with a non-abbott balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.